Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated t-uptake results generated on the synchron lxi 725 clinical system for nine pts. The initial erroneously elevated results were reported outside the laboratory. The pt samples were retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. Per the customers supplied documentation, t-uptake quality control (qc) was within range prior to and after the day of the event. Also, per the customers supplied documentation, routine system checks were performed on (B)(4) 2009 and both passed within instrument specifications. The customer stated that the only error during the time frame these 9 samples were run was a sample carousel motion error. The customer technical specialist (cts) explained that the pack may have been misaligned and the pipettor was not puncturing properly. Although a misplaced reagent pack may have contributed to the event, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.